Event description:
On (B)(6) 2018, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a nurse visit, the patient's stoma site was noted to be swollen, red, and with discharge. The nurse noted that a lump was felt. On an unknown date, the patient began treatment with oral augmentin. Approximately after a week and a half later, the stoma site was less swollen and became more like a hard capsule. On (B)(6) 2022 the patient went to the ER and was diagnosed with a pre-umbilically abscess. The abscess was opened and washed and covered with a bandage. The patient continued treatment with oral antibiotics. At the time of report, the stoma site still had drainage of pus and a culture was performed, which revealed candida.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection / abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.